Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. Legal manufacturer: (B)(4).